Event description:
It was reported that multiple malfunction alarms occurred. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 200-325 mg/dl.